Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used or charged his scs ipg in two years. The patient's ipg no longer communicated with external devices and the patient programmer displayed a communication error. Follow-up identified the patient's scs ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperative.